Event description:
Bed in bedshop. No injuries reported. Hospital note: brake do not hold by head section. Connecting rod broken. Replaced/upgrade brake/steer mechanism. Tested brake/steer. Bed working fine.